Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 10-100 colony forming units (cfus) of pseudomonas aeruginosa. The flushing air/water channel, flushing/brushing suction biopsy channel and flushing elevator channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer results of third-party testing, the device evaluation and the complaint investigation. The following is the result of culture test by the third-party labs. Sampling date: jun.3, 2025. Sampling from: flushing air/water channel (a/w-channel), flushing/brushing suction biopsy channel, flushing elevator channel. Cfu: >100 cfu. Bacterial identification: proteus mirabilis. Sampling date: aug.14, 2025. Sampling from: suction biopsy channel, a/w-channel, flushing and brushings. Cfu: no growth after 7 days incubation. Bacterial identification: no growth after 7 days incubation. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.